Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It is unknown if the customer replaced the speaker assembly. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer called into technical support (ts) reporting the v60 is displaying primary alarm failed diagnostic code 1102. The customer reported there was no patient involvement at the time the issue was discovered. The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer is reporting the braided wires are not touching the speaker housing. The rse advised customer to check both speakers and confirm the resistance is 6.8 to 9.2 o. Advised to order and replace the defective speaker if confirmed. Provided customer with the part # for the v60 speaker assembly. Further information is pending.